Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
During a remote follow-up, episodes of undersensing were noted on the device. No intervention was performed at this time. The patient was stable.